Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a right total knee originally done (B)(6) 2016. He revised the tibial baseplate and insert. He noted the baseplate was loose and hardly any cement was adhered when it came out.